Event description:
During a primary hip procedure, upon trailing the cup, a protrude defect was created in the posterior and medial wall of the acetabulum. After the protrusio occurred, the surgeon attempted unsuccessfully to use a 54mm cup. A second surgeon who was called in to assist indicated that he felt there had been too much reaming posteriorly. This caused a surgical delay of three hours. Surgeons ended up implanting a pinnacle deep profile revision cup.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.